Manufacturer narrative:
(B)(4). Eval results: mi, death.

Event description:
A 4.0mm diameter x 15mm length endeavor sprint rapid exchange (rx) drug eluting coronary stent was deployed in the prox lad of a pt with no issue reported. Pt cardiac status at 30 day f/u was stable angina; however, it was reported that the pt had an mi and died post implant of the relevant stent (date of death is unk).